Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. Patient's weight was asked but not provided. Patient's race was asked but not provided.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii, and their oral hygiene is listed as good. The patient has a history of smoking and bruxism. The patient presented on (B)(6) 2022 for a primary procedure on tooth #14. The patient returned on (B)(6) 2022, after the final prosthesis delivery without complaints. The provider noted that the 2mm occlusal had broken on the implant. The patient was referred to an oral surgeon to have the implant removed. The patient hopes to have the implant replaced if there is sufficient bone.

Manufacturer narrative:
The device has not been returned. However, the device investigation has been completed and the results are as follows: DHR results the DHR was reviewed for lot# 6105610 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the packaged stock product is not applicable for review since no defect was observed from the returned product. Investigation methods/results the customer has not returned the complaint part for investigation to date. However, the non-visual device investigation has been completed. Root cause the root cause was inconclusive and cannot be explicitly determined. Customer did not report any abnormality with the implant. The probable cause for the fracture could be contributed by patient factors. Per the reported information, the patient has a history of smoking and bruxism.

Manufacturer narrative:
Additional data: e3, h6 (type of investigation code - 3331). Corrected data: h6 (type of investigation code - 4114, investigation findings code, and investigation conclusions code). Note: clinical code 4427 was reported in h6 of the initial report, however, bruxism was reported as the patient's relevant history; it is not a clinical symptom of the reported event. Device labeling: contraindications - hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: · vascular conditions · uncontrolled diabetes · clotting disorders · anticoagulant therapy · metabolic bone disease · chemotherapy or radiation therapy chronic · periodontal inflammation · insufficient soft tissue coverage · metabolic or systemic disorders associated with wound and/or bone healing · use of pharmaceuticals that inhibit or alter natural bone remodeling · any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene · uncontrolled parafunctional habits · insufficient height and/or width of bone, and insufficient interarch space CAPA 23-006. Manufacturer reference: (B)(4).